Manufacturer narrative:
The reported event of noise was confirmed. The reported event of lead fractured was not confirmed. A partial lead was returned for analysis in three segments. External insulation abrasions were noted at 4.5-5.0 and 5.3-5.7 cm from distal end of ring electrode, consistent with friction to other device or feature of patient¿s anatomy. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient presented with a fractured right ventricular lead. Episodes of noise and noise reversion were also noted. The lead was explanted. The patient was stable prior to, during and after the event.